Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. In this case, it was noted that the posterior leaflet was difficult to visualize at the site of the slda due to the presence of annular calcium. All available information was investigated, and the reported difficulties were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (sdla). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 3-4+. One clip (80814u116) was implanted, reducing mr to 3+. On (B)(6) 2019, it was found that the clip had detached from the posterior leaflet and remained attached the anterior leaflet (slda). The mr remained at a grade of 3+. Later that day, a second mitraclip procedure was performed. The clip delivery system (cds 90301u123) was advanced to the mitral valve. Grasping was difficult. After more than 25 grasping attempts, leaflet damage was noted. Visualization was noted to be difficult due to annular calcium obstructing the view of the posterior leaflet. The clip was not implanted and the cds was removed. The procedure was discontinued and the mr remained at 3+. No additional information was provided.